Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was returned, and analysis completed on 07nov2022. Visual inspection was performed. The delivery wire and the main coil were interlocked inside the introducer sheath. The twist lock was opened. The introducer sheath was broken at 1.5cm from distal tip. Also, the main coil was kinked. No more damages were observed. Functional inspection was performed. The delivery wire and the main coil were advanced through the introducer sheath, but it was not possible to continue advancing it because the introducer sheath was detached at distal tip. Under microscope it was observed that the introducer sheath was detached at distal tip. Dimensional inspection revealed that the delivery wire and main coil were within specification.

Event description:
Reportable based on device analysis completed on 07nov2022. It was reported that the coil could not be delivered out of the catheter. The target lesion was located in the stomach. A 10mm x 40cm interlock-35 coil was selected for use. During the procedure it was noted that the coil could not be delivered out of the catheter and was still failed after repeated attempts. The coil was removed with the catheter from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the introducer sheath was detached at 1.5cm from distal tip.